Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loosened from the device case. An x-ray of the device found that both the atrial tip and atrial ring header wires were fractured at the header feed-through entry point. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device had normal ventricular pacing and sensing functions; however, a review of device memory found no atrial amplitude or impedance measurements for the previous year. Loose/separated headers are due to an insufficient bond strength between the header and the device case. Laboratory analysis confirmed the loose header and fractured wires, which may have caused the noise observed on the rv channel. Evidence suggests a separate issue with the competitive rv lead, as it was not able to be tested on the psa during the procedure and ventricular pacing and sensing remained available in the device.

Event description:
Boston scientific received information that during a device replacement procedure, the header of this device separated from the device body while attempting to loosen the setscrews to disconnect the leads. It was noted that the competitive right ventricular (rv) lead had exhibited noise and decreased sensing. The rv lead was not able to be tested on the pacing system analyzer (psa) during the procedure, so a new rv lead was implanted with the new device. There was concern that a loose header had caused the noise and sensing issues. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.